Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues. Pt age: reported as mid 20's. Pt weight: reported as (B)(6) lbs.

Event description:
This is report number 1 of 1 for complaint (B)(4).

Event description:
Service and repair report stated the self retaining screwdriver broke in half. The part was forwarded to scrap on (B)(6) 2013. Additional information provided tony travis showed this was used in surgery.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that one star/hexdrive screwdriver t25 was returned for evaluation. The shaft is broken cleanly in half approximately 90mm from the star/hexdrive tip. There is wear associated with use on the tip. The material and hardness checks passed but a dimensional check of feature 6 is unobtainable due to the break at the groove on the shaft. A product development evaluation was conducted. The report indicates that the shaft material has since been changed to 465ph material which provides a material condition that encourages the screwdriver shaft to twist/bend instead of break. The safer option for the patients is for the driver to fail in twisting/bending, rather than breaking and potentially leaving screwdriver material in the patient. The va-lcp proximal tibial plate risk analysis (document#(B)(4), version a.51) adequately addresses this complaint condition. Specifically, line 1110 assesses the risk of an instrument breaking/bending as a less severe risk with a moderate severity of harm "3" and an unlikely probability of occurrence "2" with possible harm listed as "significant prolongation of surgery (>20%)." There are 16 complaints for part #03.010.150 for complaint condition of "broke" in which the shaft or tip broke in the entire us complaint history and approximately 5,957 have been distributed in the us since 2006 (oldest sales data available in jde) which results in an estimated us complaint rate of 0.27% based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the report states that the device broke in half. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A warranty replacement was sent to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 12-dec-2005. The source of the manufacture date is (B)(6). The results of the service history evaluation are as follows: the customer reported the item was broken in half. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 9-sep-2013.

Manufacturer narrative:
This device was used for treatment, not diagnosis.